Event description:
Baxter australia reported "fluid leaked from around the pale blue thread under white twist clamp when clamp in open position" with the transfer set. This was noted during use with no pt injury or medical intervention required according to the complaint coordinator.